Event description:
The user facility reported their amsco 400 was leaking water. No injuries were reported.

Manufacturer narrative:
A steris field service technician arrived onsite to evaluate the sterilizer subject of the reported event however the customer requested the unit be removed from service and replaced. The unit is being returned to steris for evaluation. A follow-up report will be submitted if additional information becomes available.